Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.